Event description:
The patient contacted animas on (B)(6) 2012 reporting that after going swimming the pump lost power. The patient stated that she just noticed that the bolus button was missing. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
(B)(4): on examination, the audio bolus button was confirmed to be missing from the pump. There was visible corrosion and moisture damage noted around the bolus button contact. There was internal moisture visible through the display lens and the ir window. On testing, the pump powers on with normal audible function; however, the display is blank with no legible information. The pump's black box and history information was not able to be downloaded due to moisture damage. Testing of the pump was not possible due to moisture damage. A leak test was performed and the pump failed due to an audio bolus button leak. The pump was opened for investigation and revealed moisture and corrosion affecting multiple internal components.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .